Event description:
Pt had procedure done in operating in 2004 involving left arm. After procedure red area noted on left arm below anticubital space lateral aspect of lower part of arm? Burn? From surgical lighting radiant heat fixtures.